Event description:
Orthopedic surgeon was using a scope during a procedure and the arthrex shaver began making an unusual noise. The shaver was withdrawn and the tip of the disposable portion was noted to have a part of the metal broken off. Shaver replaced and surgery continued after removal of metal fragment.